Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there were episodes of high impedance and high capture on the right ventricular (rv) lead. The rv was capped and replaced to resolve the event and the patient was stable.